Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported that a patient was on impella cp support due to heart failure. It was reported that while on support, the patient experienced torsades de point and expired. The cause of death is unknown, but it is believed to be septic shock, which resulted in ventricular fibrillation. There is not enough evidence to exclude the impella as an associated factor in the patient's outcome.